Manufacturer narrative:
The device has been received by the manufacturer and is pending histopathology results. No further information is available at this time.

Event description:
A patient implanted in (B)(6) 2013, with a vascular access graft in the right femur, loop configuration, complained of pain in the right femur and a fever beginning in (B)(6) 2004. Erythema was observed in the implantation area. A pseudoaneurysm gradually developed. Heartbeat was palpable and the blood flow confirmed by angiogram. On (B)(6) 2004, the aneurysm was cut and revised with an eptfe graft. The patient had experienced no difficulties with the graft until this event. The graft had never been accessed in this area and it was reported no infection was present (no culture was done). The explanted portion was returned to the manufacturer for evaluation.